Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an increased charge time, and reached middle of life (mol) 2. A boston scientific technical services (ts) consultant explained the mol extended charge time (CT) device behavior. Additional information was provided that the device reached elective replacement indicator (eri) and premature battery depletion was in question. The device was explanted and successfully replaced.